Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine checks, insulation breach due to externalized conductors were observed via x-ray. The patient was asymptomatic. No electrical anomalies were detected; measurements were in range. The rv lead was capped and replaced on (B)(6) 2017.